Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed and a loose green cap to the patient connector inside the closed pouch was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia automated pd cycler set, it was discovered that the green cap was loose from the patient connector inside the closed pouch. There was no patient involvement. No additional information is available.